Event description:
It was reported that surgery time was extended due to difficulty disengaging the drop from the nail.

Event description:
The reporter stated that the device tubing separated prior to use. There was no reported patient injury or treatment associated with this event.

Manufacturer narrative:
Macroscopic evaluation revealed damage to the threads of the locking knob. Possible causes of the seizing of the locking knob include but are not limited to: cross treading, debris in the threads, or excessive force applied to the locking knob.